Event description:
"Ntaneous" case was reported by a health professional and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complications"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced complication associated with device ("complications") and allergy to metals ("nickel issues"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal, complication associated with device and allergy to metals outcome was unknown. The reporter considered allergy to metals, complication associated with device and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media- nickel sensitivity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: social media received. Reporter information updated. New event: nickel issues was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and complication associated with device ("complications"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the medical device removal and complication associated with device outcome was unknown. The reporter considered complication associated with device and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2018: quality-safety evaluation of product technical complaints. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("complications"), allergy to metals ("nickel issues"), migraine ("migraines"), vaginal haemorrhage ("discharge of old blood"), back pain ("back pain"), inflammation ("inflammation"), genital haemorrhage ("bled") and uterine spasm ("uterine contraction") and was found to have vitamin d decreased ("vitamin d level decreses"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the embedded device, complication associated with device, allergy to metals, migraine, vaginal haemorrhage, vitamin d decreased, back pain, inflammation, genital haemorrhage and uterine spasm outcome was unknown. The reporter considered allergy to metals, back pain, complication associated with device, embedded device, genital haemorrhage, inflammation, migraine, uterine spasm, vaginal haemorrhage and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. New events added: uterine contraction, bled. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("complications"), allergy to metals ("nickel issues"), migraine ("migraines"), vaginal haemorrhage ("discharge of old blood"), back pain ("back pain"), inflammation ("inflammation"), genital haemorrhage ("bled") and uterine spasm ("uterine contraction") and was found to have vitamin d decreased ("vitamin d level decreses"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the embedded device, complication associated with device, allergy to metals, migraine, vaginal haemorrhage, vitamin d decreased, back pain, inflammation, genital haemorrhage and uterine spasm outcome was unknown. The reporter considered allergy to metals, back pain, complication associated with device, embedded device, genital haemorrhage, inflammation, migraine, uterine spasm, vaginal haemorrhage and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), complication associated with device ("complications"), allergy to metals ("nickel issues"), migraine ("migraines"), vaginal hemorrhage ("discharge of old blood"), back pain ("back pain"), inflammation ("inflammation"), genital hemorrhage ("bled"), uterine spasm ("uterine contraction") and dyspareunia ("hurting especially during sex") and was found to have vitamin d decreased ("vitamin d level decreases"). The patient was treated with surgery (essure removal via hysterectomy). Essure was removed. At the time of the report, the embedded device, complication associated with device, allergy to metals, migraine, vaginal hemorrhage, vitamin d decreased, back pain, inflammation, genital hemorrhage, uterine spasm and dyspareunia outcome was unknown. The reporter considered allergy to metals, back pain, complication associated with device, dyspareunia, embedded device, genital hemorrhage, inflammation, migraine, uterine spasm, vaginal hemorrhage and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : reporter added. Event added as dyspareunia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coil on left too deep into lining'), genital haemorrhage ('bled') and post procedural haemorrhage ('some bleeding complications') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), device expulsion ("migrate to far in uterus"), complication associated with device ("complications"), allergy to metals ("nickel issues"), migraine ("migraines"), vaginal haemorrhage ("discharge of old blood"), back pain ("back pain"), inflammation ("inflammation"), uterine spasm ("uterine contraction"), dyspareunia ("hurting especially during sex"), umbilical hernia ("umbilical hernia"), abdominal distension ("stomach bloats"), fibromyalgia ("fibromyalgia"), depression ("depressed"), asthenia ("low energy"), increased appetite ("eating a lot"), post procedural haemorrhage (seriousness criterion medically significant) and pain ("still lot of pain") and was found to have vitamin d decreased ("vitamin d level decreases") and weight increased ("gained weight"). The patient was treated with surgery (essure removal via hysterectomy and ablation). Essure was removed in (B)(6) 2014. At the time of the report, the embedded device, genital haemorrhage, device expulsion, complication associated with device, allergy to metals, migraine, vaginal haemorrhage, vitamin d decreased, back pain, inflammation, uterine spasm, dyspareunia, umbilical hernia, abdominal distension, fibromyalgia, depression, asthenia, weight increased and post procedural haemorrhage outcome was unknown. The reporter considered abdominal distension, allergy to metals, asthenia, back pain, complication associated with device, depression, device expulsion, dyspareunia, embedded device, fibromyalgia, genital haemorrhage, increased appetite, inflammation, migraine, pain, post procedural haemorrhage, umbilical hernia, uterine spasm, vaginal haemorrhage, vitamin d decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: information received via social media. Event " umbilical hernia and abdominal distension was added on 20-mar-2020: social media received event " fibromyalgia,migrate to far in uterus" were added. Reporter information was added. On 23-mar-2020: social media received. New reporter was added. On 23-mar-2020: social media received. New adverse events were added. New reporter was added. On 23-mar-2020: new event pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.